Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s ilet and ilet mobile were not displaying cgm data, and the ilet pump alarm menu showed a ¿replace sensor now¿ alert; the customer started a new dexcom g7 sensor and observed the warmup timer after troubleshooting and education. Symptoms included no cgm data available on the ilet and mobile application. Outcomes included temporary loss of cgm display until sensor replacement and warmup. Investigation included guided troubleshooting to review device alarms and initiate a new sensor session. Investigation of this case revealed that the cgm data loss corresponded with an expired sensor requiring replacement, and the issue was addressed by starting a new sensor session. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable use of an expired sensor leading to loss of cgm data until sensor replacement.